Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No related complaint received with return of device. Failure observed during analysis. Final analysis found that the lead was returned in two pieces. The insulation was abraded at 3.0 cm to 4.6 cm and 28.0 cm to 28.5 cm from the distal tip which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.